Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had positive blood cultures with bacteremia. The organism was identified as coagulase negative staph likely from the patient's indwelling peripherally inserted central catheter (PICC). An echo-cardiogram was performed and noted possible thrombus vs. Vegetation vs mixed on the right atrial (ra) and right ventricular (rv) lead. The patient was started on anticoagulation however developed anticoagulation induced thrombocytopenia. The leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.